Event description:
The customer reported being hospitalized twice. The first event was on (B)(6) 2011 with a low blood glucose reading of 29 mg/dl. The second event was on (B)(6) 2011 with high blood glucose levels over 600 mg/dl. The customer stated that she was found unconscious, and woke up in the hospital. The customer stated that her fluctuating blood glucose levels have been due to medication and changes in her insulin pump settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.